Event description:
It was reported by the attorney that on 11/14/1994 the plaintiff underwent an abdominal surgical procedure during which vicryl sutures were used. It was alleged that sustained unexplained infections at and around the surgical site; pain in the abdomen, hips and back, extended course of antibiotics. And subsequently surgeries to determine the cause of pt's ailments.